Event description:
The accounts biomed stated that the bed will not go into trend. He stated the hook will not throw over the bar.

Manufacturer narrative:
The accounts maintenance found the pilot link was broken. He replaced the pilot link to repair the bed.